Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes were overfilled and one tube had more anticoagulant than others. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill and additive abnormality with the incident lot was not observed: sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The liquid additive can adhere to the bottom of the stopper and the sidewalls of the tubes. The photos do not show the customer¿s failure mode of additive abnormality. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, retention samples were functionally evaluated for draw volume and all samples tested were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.